Manufacturer narrative:
Concomitant medical products: 505da24 mechanical valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated capture threshold at the same time as a decrease in sensing amplitude. The patient reported two episodes of chest pain. The rv lead was reprogrammed and remains in use. The patient was a participant of the attain stability quad study. No further patient complications have been reported as a result of this event.